Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced previously unreported elevated lactate dehydrogenase (ldh). The patient initially had elevated ldh 4 days post implant in (B)(6) 2015, peaking at 849 u/l. At the time, the aptt goal was increased and ldh fell to below 400 u/l by postoperative day 15. The patient was found to have elevated ldh and a sub-optimally positioned inflow cannula in (B)(6) 2015. The ldh was never higher than the initial peak of 849 u/l. The patient underwent a procedure to reposition the inflow cannula on (B)(6) 2015. It was reported that the patient received a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device analysis: no device-related issues were identified through the evaluation of the returned pump, and a direct correlation between the device and the reported event could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing and the severed distal portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The report of suboptimal cannula position could not be confirmed as the inflow conduit any images taken by the center at the time of the event were not provided. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. Electrical continuity testing of the driveline extending from the pump housing did not reveal any discontinuities or shorts. As a result of damage incurred during the manufacturer¿s cleaning and sterilization process, the device could not be rebuilt and full functional testing was not performed. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The instructions for use also provides instructions regarding the installation and orientation of the sealed inflow conduit. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.